Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the engine of device is very noisy; noisier than normal. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: no repair. After pre-repair diagnostic assessment, the device has not been serviced. Functional testing has been performed in accordance with service manual 532.001/532.010. During the pre-repair diagnostic assessment the service technician identified the following failure: no failure identified. The probable root cause of the event was determined to be: no failure identified. The device was returned to the customer no fault could be found with the device, all tests passed, no further investigation required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.